Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported gripper actuation issue. Functional testing confirmed that the gripper functioned as intended with no gripper actuation issues observed. It is possible that there were interactions during preparation (unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the gripper arm was not lowering. Gripper actuation issues have the potential to cause or contribute to patient injury. It was reported that while preparing and testing the clip delivery system (cds) per instructions for use (IFU), one gripper arm was unable to be lowered. Repeated attempts to lower the gripper arm were unsuccessful. The one gripper arm remained raised near the shaft. There was no patient involvement. Another device was used in replacement without reported issue. There was no additional information provided regarding the device issue.